Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the device made a squeaky noise with test tip. A second like device had the same problem. The procedure was completed with a 3rd like device.